Event description:
It was reported that failure to capture and high pacing impedance were observed on the left ventricular (lv) lead. An impedance and capture threshold test were performed and the reported events were reproduced. The device was reprogrammed to resolve the event and the patient was in stable condition.